Manufacturer narrative:
Initial reporter phone number:  (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external dialysate leak was observed from the dialysate port in the arterial direction connection of a polyflux 140h dialyzer. The event occurred during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h6 and h10. H10: the device was received for evaluation. Visual inspection with the naked eye showed pur (polyurethane) residual on the dialysate port. A leak test of the dialysate side was performed and a leak was observed. The cause was the pur residual on the sealing area of the dialysate port. The reported condition was verified. The cause was manufacturing related. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.